Event description:
It was reported that during a da vinci hysterectomy procedure, the cable snapped on the mega suturecut needle driver instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable broken at the distal idlers. The cable segment stuck out at the instrument's wrist approximately .526. The cable broke under tensil loading. Other cables at the wrist were not damaged. An additional observation not reported was the distal idler pulley on which the broken cable was seated had a section that was bent inwards. This damage likely contributed to the cable breakage. Failure analysis concluded the indentations were likely due to mishandling / misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable could likely cause or contribute to an adverse event if the failure mode were to recur.